Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer requested assistance with changing his infusion set. It was found insulin was leaking while the customer was changing his infusion set. Troubleshooting was able to resolve the issue. The customer also reported a high blood glucose of 441 mg/dl. The customer stated he would treat his blood glucose. No additional info provided.